Event description:
The pt stated, that while he was changing his infusion site he noticed that his infusion tubing had separated near the luer connection. He stated that he immediately changed the infusion site and tubing and his blood glucose was not affected. He stated that his infusion tubing had been in use for approx 5.5 days. The patient stated, that he was not aware of the recall although company records indicate the he did receive notification. The pt was educated on the recall and instructed to inspect his infusion tubing throughout the day. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.